Event description:
The customer reported "during operational check the display turn off". There was no report of patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted once the investigation is complete.